Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited oversensing and noise. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.